Event description:
It was reported that while utilizing an unknown vertaplex hv bone cement during a kyphoplasty procedure, the surgeon saw a dark shadowing in the lateral view in the posterior part of the vertebrae on the mobile x-ray imaging unit. It was reported that the image on the mobile x-ray imaging unit was poor. It was reported that the surgeon asked the radiographer to show the ap view and the surgeon noticed that the cement had leaked posteriorly below the vertebrae. The surgeon performed a 'wake up' test as she saw the cement had leaked. It was reported that the patient was able to move her feet freely and was subsequently taken to recovery. It was reported that the surgeon had decided to complete the lumbar region only and had decided to leave the patient's thoracic region for another date to avoid complications. The surgeon visited the patient in recovery following the procedure and the patient was able to perform a sideways lift movement and she was also able to move her feet freely and claimed that she felt much better than she did prior to surgery. The surgeon therefore ruled out cord / nerve compression. It was reported that the surgeon was happy with the outcome of the procedure and has not planned any further CT scan. Although the surgeon reported that there were no adverse consequences for the patient and that both the surgeon and patient were pleased with the outcome, the patient will be required to undergo another procedure on their thoracic region. The surgeon had originally planned to complete the lumbar and thoracic regions during the same procedure but due to the cement reportedly leaking, the surgeon decided to complete the thoracic region at a later date.

Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device will not returned by the user facility as it was used during a procedure.